Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a noisy image on the display and error b30. The issue was identified during reprocessing. There was no patient involvement and no reported patient harm